Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) received a report that the display of the sorin centrifugal pump switched to the menu screen without any action from the clinician during a procedure. The clinician power cycled the unit and normal function was restored. The display later froze up. The clinician power cycled the unit and functionality was again restored. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the sorin centrifugal pump switched to the menu screen without any action from the clinician during a procedure. The clinician power cycled the unit and normal function was restored. The display later froze up. The clinician power cycled the unit and functionality was again restored.